Manufacturer narrative:
Philips service replaced the control rack cv, power and control unit (pcu), spc10 bd, sib, cssib, xres pc1, and ad6 power supply, and performed configuration changes. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that stand movements were unavailable, and multiple hardware replacements were attempted on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.